Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 4. The patient's ultrafiltration (uf) reading was 1501 ml, indicating the home patient (hp) drained 1501 ml more than the largest prescribed fill volume of 2400 ml. This meant the total drain volume was 3901 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that 20 days after the implantation of the acculink stent in the right internal carotid artery, the patient was found dead in her sleep. The cause of death is unknown at this time. There was no additional information provided.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 814:04, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). An iipv (increased intra-peritoneal volume) was confirmed in the logs during product analysis lab (pal) evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).